Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose. The customer blood glucose level was 410 mg/dl at the time of incidence. Customer states other blood glucose level was 300 mg/dl. Customer treated with syringe. Customer experienced symptoms such as nausea and vomiting. The product will not be returned for analysis.